Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device is sending nearly daily transmission alerts, but the alerts are blank. It appears that the trigger is the high ventricular rate episodes, but no egm is available, nor any info on the summary page. The recommendation is to bring the patient in and clear the episode count. Th patient has not return for programing changes. Device remains implanted.